Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seen in clinic with the physician - patient reported a fall in recent days. Said pain relief changed after fall. X-ray was taken by physician and showed lead migration down 1 vertebral body. Able to reprogram patient and get good coverage. No other interventions planned. Impedances within normal limits. The issue was resolved at the time of the report.